Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was found that the helix of the lp became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. No further anomalies were detected. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.